Manufacturer narrative:
Unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify motor position encoder error alarm in the alarm history screen due to motor error alarm. Unit had a small crack on the reservoir tube lip. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The insulin pump was also exposed to a MRI. Customer's blood glucose level was 142 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.